Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. The impact on the customer¿s blood glucose level was unknown or not disclosed. Technical support decided to replace the pump, and the customer was instructed to use multiple daily injections as backup therapy. The customer was also guided to put the pump into storage mode before returning it and to send it back within 10 days using a prepaid label.